Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v episodes and high rate non-sustained episodes. It was noted that the high rate non-sustained episodes were caused by t-wave oversensing (twos). The twos was seen with exertion, so a treadmill test was performed to reproduce the twos. The rv lead was reprogrammed, and the twos resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.